Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the stent delivery system became entrapped on the guidewire. A percutaneous coronary intervention was being performed. The 12mm x 3.00mm promus elite stent was implanted and when the stent delivery system (sds) was being removed when it became caught on the ptca guidewire. Both the sds and guidewire were removed and the procedure was successfully completed.

Event description:
It was reported that the stent delivery system became entrapped on the guidewire. A percutaneous coronary intervention was being performed. The 12mm x 3.00mm promus elite stent was implanted and when the stent delivery system (sds) was being removed when it became caught on the ptca guidewire. Both the sds and guidewire were removed and the procedure was successfully completed.

Manufacturer narrative:
Device is a combination product. A 12 x 3.00mm promus elite stent delivery system was returned for analysis with a 0.014 inch guidewire attached and without a stent. The balloon was returned in a deflated state, as the stent was deployed during the procedure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found that the port bond was torn 120cm distal to the distal end of the strain relief. A 0.014 inch test guidewire loaded successfully through the tip. No other issues were identified during the product analysis.